Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: australia. The suture is breaking very easily at the swage. Very inconsistent - not every suture will break.

Manufacturer narrative:
Samples received: 23 unopened pouches. Analysis and results: there are previous complaints of the same reference-batch. (B)(4). Tightness test to the closed samples received have been performed and the units are tight. When the rotation test was performed on closed samples received, it was noticed that thread broke easily next to needle. The detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burn and break easily. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Actions on product: recall of this code-batch. The medical device correction and removal report number us: 2916714-08/01/2016-012r. Corrective/preventive actions: a CAPA has been opened in order to determine root cause and implement actions in order to avoid this case to happen in the future.